Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer received emergency medical treatment due to low blood glucose level on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2018. Customer¿s blood glucose level was 31 mg/dl. Customer was passed out due to low blood glucose level. Customer was treated with glucose for low blood glucose level. Customer was declined to troubleshooting. The insulin pump will not be returned for analysis.